Manufacturer narrative:
Manufacturer narrative - cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that 10 years upon an implantable collamer lens (icl) implantation procedure, the patient presented with late lens opacity. Lens remains implanted. The reported stated that " the causality was attributed to combination of factors including trauma. If additional information is received a supplemental medwatch report.